Event description:
It was reported that when using the bd pyxis¿ es server synchronization failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server had device upload failure. A technical support specialist (tss) cleared the retry error using the knowledge article (ka) 'retry on tx. Storage item transaction'. The tss recommended escalating the issue to a product support engineer (pse) if it occurred again. The system functioned as intended after the technical support specialist troubleshot the device.